Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cassette leaked from the patient line during therapy. The patient reported that the cassette leaked "like from a pinhole" near the connector from the cassette tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.